Manufacturer narrative:
Follow-up #2: date of submission 06/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: during investigation, the transmitter was paired with a test pump successfully. Blood glucose (bg) value was set to 120 mg/dl twice within two hours; both bg calibration requests entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20% with no warnings or alerts occurring. The transmitter was found to perform within specification. The complaint of the cs 215 call service alarm issue was unable to be duplicated during investigation.

Manufacturer narrative:
.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 090) issue. The reporter alleged the transmitter failed during use. There was no indication of a blood glucose excursion related to this issue. This complaint is being reported because the issue may cause the device to stop functioning.